Event description:
This system was returned without oos documentation from a hosp. Per biotronik representative, the system was removed due to infection some time in 2009. The exact date of explant is unk. The system has not been replaced. Setrox s 53, MDR 1028232-2009-00663. Linox sd 65/18, MDR 1028232-2009-00664. Corox otw-s 85-bp, MDR 1028232-2009-00665.